Manufacturer narrative:
There was no patient involvement. A photograph was received confirming the reported issue. Livanova was made aware that the metal shard is available return and it has been requested. However, the device has not yet been returned. A supplier quality notification has been issued to the original manufacturer of the stainless steel coil to further investigate this type of issue. A review of the DHR did not identify any deviations, non-conformities or material scrap/requests relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not yet returned.

Event description:
Livanova received a report that a metal shard was observed exiting the stainless steel cooling coil of the custom perfusion tubing set during priming. The metal shard was not able to be located after initial observation and the pack was changed out for the procedure. There was no patient involvement.

Manufacturer narrative:
The stainless steel cooling coil and attached lines were returned to livanova for evaluation. During visual inspection, a metal shard was found lodged in the reverse drip chamber on the outlet line downstream from the stainless steel coil, confirming the issue. This coil is provided to livanova by a supplier. A supplier quality notification has been initiated to address this quality concern with the supplier. Further corrective action will be enacted through the sqn process. The root cause of the failure was determined to be a failure in the manufacturing process of the stainless steel coil.

Manufacturer narrative:
Investigation connected with this event verified that, while the metal flake was determined to have come out of the coil during the procedure, it did not originate from the coil itself and is believed to have been deposited during one of the manufacturing processes. The root cause of this failure has been determined to be due to a defect in the supplier's manufacturing process. Livanova has implemented a change order to run air through all coils received to ensure that they are free of any debris prior to consumption into a perfusion pack. Additionally, livanova has initiated a CAPA to investigate this issue further.